Event description:
The patient experienced a painful burning, stabbing sensation at the lead location when the implantable neurostimulator was on or off. The device was newly implanted. There was no known incident or accident related to the complaint. The hcp reported that the patient experienced shocking. An x-ray in 2008 showed good lead placement. Multiple reprogramming attempts did not improve the stabbing pain. Revision was being considered. The patient was receiving good coverage of her chronic pain with spinal cord stimulation. The hcp reported the patient outcome as a 'non-serious injury/illness'.